Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a hospital visit this device appeared to be exposed from the device pocket. It was determined erosion occurred due to infection. This lead including the system was explanted. No further adverse patient effects were reported. This system is not expected for return. Should further information be received, an updated report will be provided.